Event description:
Placed 2/12/98. 24 hrs later, arm was hot, red had a palpable cord & was leaking & oozing at the exit site. Vancomycin being infused. Removed on 2/19/98. Use gloves in tray to place, then change to surgeons gloves that are powdered.